Event description:
Patient reported that in 2003, he experienced unexplained low blood glucose (in the 20s-30s [mg/dl]). Patient self-treated low blood glucose by drinking juice/soda. Patient also experienced low blood glucose at other times (in 2003). Patient self-treated low blood glucose in all of these cases. Patient alleged that device is at fault for low blood glucose.